Manufacturer narrative:
(B)(4) date sent: 11/1/2016.

Event description:
It was reported by the patient that she had a realize band implanted on (B)(6) 2009. While flying on (B)(6), the patient reported hearing a pop. After that date, the patient reported the band no longer worked and she went to see her doctor for an adjustment. The patient had to undergo an upper endoscopy that did not reveal erosion to the lining of the stomach. In (B)(6), the patient had surgery to remove the band and her surgeon found the band had broken apart. No other information is known.

Manufacturer narrative:
(B)(4). Investigation summary: two photos were provided for review. Picture one shows a gastric band with the lock indicator separated from the band, as if it was cut intentionally. In addition, also the tubing can be seen cut, the velocity port shows tissue within the device. Picture two shows a closer view of the lock indicator, it is separated from the band. We can observed that the break shows a change of direction. The lot number has not been communicated, a review of the manufacturer process was performed, and it was noted that a 100% visual inspection around this area is performed to prior release of the device, therefore it is unlikely that the damages observed is manufacturer related. Regarding the event band slippage: a review of the product¿s instruction for use was performed and it was noted that: slippage of the band can occur which may lead to nausea and/or vomiting. These conditions may be resolved by band deflation. Serious band slippage may require re-operation to re-position or remove the band. Immediate re-operation will be required if there is total stoma obstruction or abdominal pain that is not resolved with band deflation. Slippage may also result in prolapse of the distal stomach under the band anteriorly or posteriorly. Gastric prolapse may result in tissue ischemia and necrosis and should be treated promptly when recognized it was also noted that IFU precautions against placing of the sagb quick close around the stomach at the level of the lesser sac. The lack of connective tissue posteriorly at this level increases the risk of gastric prolapse and band slippage. Based on the damage noted on the gastric band, the event description is confirmed as the band was separated as described above when the photos were reviewed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2018. Additional information: on (B)(6) 2018 spoke with the patient who advised she had the band implanted for approximately 7 years with excellent results with regard to weight loss. There were two occasions of slippage which were corrected with adjustments under fluoroscopy. In (B)(6) 2016, she was on an airplane and felt what she described as a ¿pop¿ internally. Following this incident, she no longer felt restriction and so she followed up with her surgeon for a fill with no change felt in restriction subsequent to the fill. She underwent endoscopy in july 2016 and was told they needed to go back in to determine what had occurred but that she would be converted to a sleeve gastrectomy which occurred in (B)(6) 2016.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2019. Additional information: urine output: 125 ml. Indications: is an 54 y.o. Female who is having surgery for reflux, abdominal and weight related co-morbidities. Procedure details: the patient was seen in the pre-operative holding area. The risks, benefits, complications, treatment options, non operative after natives, expected recovery and outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, injury to surrounding structures, bleeding, recurrent infection, the need for additional procedures, failure to diagnose a condition, and creating a complication requiring transfusion or operation were discussed with the patient. The patient concurred with the proposed plan: giving informed consent. The site of surgery was properly noted/marked if necessary per policy. The patient has been actively warmed in pre-operative area. Pre-operative antibiotics have been ordered and given within 1 hour(s) of incision. Venous thrombosis prophylaxis has been ordered including bilateral sequential compression devices and chemical prophylaxis. The patient was taken the or and placed supine on the bariatric operating table with her arms placed on either side. Bilateral sequential compression devices were applied. Following general endotracheal intubation, a foley catheter was placed sterilely. A visi g 3d was placed as an orogastric tube. The patient was positioned on a footboard with feet and knees secured. Both arms were secured on arm boards. The abdomen was prepped and draped in normal standard sterile fashion. During the dry time a surgical time out was done confirming the correct patient operation and that all the anticipated supplies and instruments were available in the operating room. The site of the first trocar was anesthetized with exparel (liposomal bupivicaine). A small left subcostal incision was made through which a veress needle was inserted. The abdomen was insufflated to 15 mmhg at which point a 5 mm visually optic trocar was placed. The scope was inserted to ensure the position was in tact intraabdominal and that no other intraabdominal organs or otherwise were injured. No abnormalities were noted. There were no adhesions to the anterior abdominal wall. As each trocar site was identified it was injected with exparel (liposomal bupivicaine) at the skin, fascia and peritoneum. A 12 mm trocar was then placed in the periumbilical region and then once this position was confirmed, the laparoscope was changed ta a 1 0 mm scope and changed to this trocar site. Following this, a nathanson liver retractor was inserted in the subxiphoid region and used to retract the left lateral segment of the liver. The ge junction was somewhat easy to visualize with reverse trendelenburg. An additional 5 and 15 mm step trocars were placed in the right upper quadrant again under direct visualization with the 15 mm trocar being adjacent to the patients realize band reservoir. Because of the patients body habitus a tap block by anesthesia would be challenging to inject the local anesthesia in the correct plane for adequate post operative pain relief, therefore a laparoscopic tap block under direct visualization has an increased chance of success the purpose of this block was to manage her post operative pain ('cd-9: 338.18) following this, a nathanson liver retractor was inserted in the subxiphoid region and used to retract the left lateral segment of the liver. The ge junction was difficult to visualize with maximal reverse trendelenburg the tubing oi the band was followed to the ge junction and the buckle was found to be broken. The tab was actually broken causing the band on the medial side to be open. This would explain why she had no restriction despite over inflation. There were adhesions of the gastroplasty and band to the liver. These were taken down. The capsule over the band was excised. The bucket was grasped and dissected free oi its adhesions. Once all the adhesions were patient: cut to the buckle, the band removed. The small broken off piece of the tab was retrieved and removed separately. It was brought out through the 15 mm trocar. The gastroplasty was then taken down from medial to the angle of his. The next step was to begin taking down the short gastric vessels. This was started approximately 6 cm proximal to the pylorus. The ligasure was used to take down the short gastric vessel all along the greater omentum. Care was taken to pull the stomach anteriorly and medially so as to clearly visualize the posterior aspect of the stomach as well as clear up the greater curvature of the stomach. The dissection at the proceeded at the angie of his until the left cruz was visualized the first short gastric was taken as part of the dissection. The 36fr (visi gi) was placed down the ge junction and along the lesser curvature of the stomach and just proximai to the pylorus. Suction was applied with good visualization. Initially, 3 black staple loads with seamguard were used to staple along the stomach being sure to stay close to the sizer starting 6 cm trom the pylorus. This was followed by purple loads with seamguards up to the angle of his. A guide stitch was placed in the stomach. The stomach was then placed into an 15 mm endocatch bag and removed out of the I 5 mm trocar site. The patient was placed in a trendelenburg position. The upper abdomen was filled with saline, and a leak test was performed by using the bulb on the visi g 3d. At this point, the stomach was insufflated, and no air was noted to be escaping trom the laparoscopic view point. The patient was returned to a level position. Jacksonpratt drain was placed along the staple line of the stomach. The 15 mm trocar was extended to the sq reservoir. The reservoir was removed from the fascia. The reservoir, tubing and the extra piece of tubing were all removed. The trocares were removed under direct visualization. All trocar sites were closed with subcuticular stitches. The drain stitch was used to suture the drain now that was coming out of the right upper quadrant. The patient was then awakened by anesthesia, and tolerated the procedure welt. There were no intraoperative complications, and the counts were correct at the end of the case. Disposition: pacij - hemodynamically stable. Physiotennsehätge patient ID: 54 y.o.; date . Admit date: (B)(6) 2016. Discharge date: (B)(6) 2016. Attending physician: xx, md. Referring physician: known, provider not. Primary care provider: xx, md. Reason for hospitalization: patient was admitted postoperatively from lap band explantation and lap sleeve gastrectomy. She had a history of lap band for weight loss however it lost its ability to restrict due to a malfunctiom discharge diagnoses: principal problem: obesity. Active problems: gastroesophageal reflux disease. Consults and reason for consultation: ip consult to nutrition services - nutrition assessment pharmacist to begin discharge review: procedures this admission: none. Operative procedures: refer to operative note for specific procedure dates. Procedure(s): gastric band explantation - laparoscopic gastrectomy-sleeve laparoscopic. Hospital course (treatment, services provided, results, finding, complications): during the procedure dense adhesions were found due to the lap band and a staple gun was misfired. There was concern tor damage to the gastric mucosa so a jp drain was inserted and she was kept npo. An ijgi was performed the next day and it was negative for leak so she was advanced to a gbi diet. She tolerated this and began the gb2 diet. She was discharged on pod#2 in good condition. Laboratory results not final at time of discharge: discharged condition:patient discharged in stable condition to home. Discharge code status: full cade. Discharge medications: the patients discharge medications are not listed in this document. Discharge medication reconciliation was done and the patient received a complete list on their after visit summary (avs). The discharge medication list can be found on the provider discharge information form. No follow-up provider specified. (B)(6) 2016 8:30 am. (B)(6). Bariatr'c return with bari pa-I. (B)(6). Activity as tolerated. Diet gl modified bariatric level 2; no fat restriction; no additional modifications 70-80 grams of protein per day. 70-80 grams of protein per day. Bariatric level 2. No fat restriction. No additional modifications. Driving restrictions (while on narcotics and/or specify duration). Ice to affected area. Lifting restrictions: 10. May return to worwschool. May shower. No contact sports. No swimming. Notify physician for any of the following: notify physician for temperature greater than 1004 f temperature persistent nausea & vomiting. Severe uncontrolled pain. Signs of infection (redness, swelling, tenderness, discharge, odor) around incision. Hives. Visual disturbance. Headache. Difficulty breathing. Remove dressing. 24: remove steristri ps. 14: total time spent on discharge activities was 30 min. Xx md. General surgery resident. Surgical pathology. - negative for tumor. Preoperative diagnosis: source/grou: [issue is hit.eived fresh in two "11icker'rg. Xx ' par: a is designated "gasefic band" and consists 3.2 I..s cm mctal pen filament extending there nn adherent soft tissue appears untenzrki:e'le_ also in a I 2 x 4.2 k cm tend, f.xtending tin" the hend rs 47 cm hollow filaraenl. The hand clasp appears no sod tissue. Seeüong are no! Se.hmitled part b I: amt-um an-j ülndus and consists x x 2 em pitniaily gastreei0my which is stapicd enc margin. ] he serosu is hyperemic and roughened hy tibmus adhesions and cautery he pliant 'I-he mucosa is edematotss somewh.¿-å thittencd lölds that muge frc;n eong>ted len unremarkab}e, is not iden:jiied. Cassette b I and 1m snrgicql patholoey: microscopic: I'erfiy.tnect. Panie$aling fellow¿ xx. Copy: m.d. Name director address valid date range (B)(6) unknown. Unknown (B)(6).